Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A nurse reported via phone call that she wanted to check her patient's insulin pump settings to make sure they were programmed correctly. Patient's blood glucose was 17 mg/dl and was admitted to the hospital at the time of incident. Nurse indicated that she would follow up with patient and patient's mother regarding pump. No further information was given.